Event description:
A customer from the united states contacted biomérieux to report a false susceptible cefepime (mic = 2) result for an api survey sample (ur-06 escherichia coli) in association with the vitek® ast-gn77 test kit. The expected result for the survey was cefepime resistant. The customer no longer has the api strain in their possession. There is no indication or report from the laboratory or a physician that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the api survey strain. Biomérieux requested strain submittal from the customer; however, the strain is no longer available. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated after a customer reported testing api proficiency survey ur-06 escherichia coli and obtaining a susceptible result for cefepime (mic=2) using the vitek® 2 ast-gn77 test kit, lot 5970607103. The expected result for the survey is resistant. The customer did not keep the strain for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference method. Vitek 2 ast-gn77 lot # 5970607103 met final qc release criteria. This lot passed qc performance testing.